Event description:
It was reported that prior to an unrelated procedure, no sensing was observed on the right atrial (ra) lead. An x-ray was performed revealing the ra lead was sitting up in the subclavian vein. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.